Event description:
The complainant alleged that the cylindrical portion of the light panel became hot due to the intense light. The pt incurred a 2nd degree burn as a result of the physician briefly resting the instrument on the pt's skin.